Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer had recoverable fault 23068. The customer had to restart the system several times. The customer was able to complete case but requested the field service engineer (fse) look at system as they have case that needs all 4 arms the following day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed with the customer that the faults were relatively persistent and the staff had to restart the entire system to make it through the procedure. The fse attempted to replace universal surgical manipulator (usm) 2 but the part was dead on arrival. The fse confirmed this by swapping usms 1 and 2. The fse ordered another usm and replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the procedure log showed a sigmoid colectomy procedure was performed on (B)(6) 2022 on system (B)(4). System log review: a review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 23068 - primary sensor latency error, usm2, axis 7. Error 32098 - blmc (brushless motor controller) error occurred, reported by acm in arm2 usm. This complaint is considered a reportable event due to the following conclusion: a usm was in an unacceptable state after the start of the procedure but the surgeon was able to continue the procedure robotically by power cycling the system. The fse confirmed the usm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information found in: h2, h3, h10 intuitive surgical, inc. (Isi) received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of recoverable 23068 fault during the procedure was not reproduced. However, the error was confirmed via error logs/system log error 23068 on axis 7. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a testing platform and passed lissajous, sine cycle and fiber test. Dof 7 rotor and gearbox will be replaced as a fix. The isa board will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.